Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a right total hip replacement in 2016. Patient was experiencing pain and instability in the right hip joint. The surgeon revised the right hip and discovered that the patient already had the longest ceramic head and +4 poly. The surgeon explanted the 54mm pinnacle cup and liner without any complications. The cup was well fixed and explanted using zimmer explant. The surgeon trialed a stryker lateralized cup with depuy 36 +12 head the hip was still unstable. He then used a midas rex and a threaded slap hammer to explant the size 3 ho trilock stem. All implants were removed without any issues and no parts we broken or damaged. The surgeon proceeded with restoration modular and stryker tritanium revision cup. Doi: (B)(6) 2016; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.